Manufacturer narrative:
When in a cold environment; it hardens visco-elastic foam. The IFU describes warming the pads to room temperature before use (section 11.1.3).

Event description:
Customer is having problems with their hip & thigh pads. Patients are sometimes experiencing nerve problems postoperatively. Apparently, the problem most often occurs when using the jackson table with a sling for decompressions.